Event description:
It was reported that the patient developed an infection. The antibiotics administered to the patient did not clear the infection. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.